Manufacturer narrative:
Product analysis: the stylette and sheath was returned with the device with no damage evident. The distal tip was slightly flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was stent deformation evident on the 9th distal stent segment with raised struts. (B)(4).

Event description:
The physician intended to use an endeavor resolute device. The device was removed from packaging per IFU and inspected with no issues noted. The intended lesion was situated in the ostium of the lcx, had moderate tortuosity, severe calcification and 85% stenosis. The physician used a 7f sheath and a 0.014" guide wire. The wire passed through the lesion at the cx. Multiple dilations were performed. The endeavor resolute device was advanced in the vessel with a 2.0 x 15 mm balloon from distal to proximal. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion and the device was removed. The procedure was completed with a 2.5 x 23 non-medtronic stent. The physician believes that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.